Event description:
A customer reported that their pump battery would not charge despite attempts using different power sources and a charging cable. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump, confirmed that it was still under warranty, and provided instructions for returning the problematic pump. The customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.